Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance issues. No additional adverse patient effects were reported. This lead is not expected to return.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 205 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.